Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, broken battery tube threads and minor scratches on lcd window. The insulin pump was received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 138 mg/dl. The customer stated that the act button is not responding. Customer was advised that to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.